Manufacturer narrative:
The device was sent to philips bench for evaluation. The rft confirms that the speaker produced audible sound. However, the display touch screen was faulty. The unit was repaired and was returned and the salesforce repair case was closed. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit has a speaker malfunction. Patient involvement is unknown. There was no report of patient or user harm.